Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the implantable cardioverter defibrillator's left ventricular port set screw could not be removed from the header. As a result, the left ventricular lead was not connected to the device. The patient condition was unknown. No additional information was reported.